Event description:
Detected loose, defective leads some time ago. In 2007, leads shorted out, 3 shocks. Within 2 minutes, first during sleep two days later, programmed not to function. Is this device or leads undo recall? What is the risk of removing and replacing the leads - the device is of no valve turned off- the dr said, info to us - he is of little help - can you give us any info on cause of action - medtronic reply was a list of additional dr in the same office - a lot of help.